Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, customer occasionally uses cold insulin. Clinical support informed customer that using cold insulin is off label per the tandem user guide. Customer changed supplies to address the issue. Customer changed the tubing and resumed insulin delivery. There was no reported adverse impact.